Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports patient is in the elite study. Caller reports patient had the micro ins implanted on (B)(6) and patient started charging. Caller reports the charging sessions took patient about 1.5 hours to charge and seeing an error code 4100. Reviewed placing the recharger slightly below the incision and pressing the recharger.